Manufacturer narrative:
Philips has investigated this complaint. It was reported that no geometry movement. Upon further inspection, the amc drive was defective and 75volt power supply was not turning on. Fse replaced amc drive and power supply. After replacing the amc drive and power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system lost its geometry movements during a procedure. The system was in clinical use. No user or patient harm has been reported, however the patient had to be moved to a different room to complete the case. Philips has started an investigation regarding the reported issue.